Manufacturer narrative:
Device serial number was not provided.

Event description:
The customer returned a mc pcba to philips for failure investigation with an unknown failure. No patient involvement.